Event description:
It was reported that while preparing to start a da vinci s hysterectomy procedure, the site experienced a system message that the patient side cart (psc) was not connected. The psc was not powered on and the battery indicator leds were not illuminated. With the assistance of a isi field service engineer, the system emergency power off (epo) was applied and the power cord was swapped; however, the issue persisted. The power cord bracket was disconnected and reseated to the psc with no change. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the customer reported complaint was related to the patient side power distribution (ppd) pcs board. The patient side power distribution board is a printed circuit (pca) board located on the patient side cart that divides the electrical power feed into subsidiary circuits while providing a protective circuit breaker for each circuit. The system was repaired by replacing the ppd. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.